Event description:
After using the philips sonicare toothbrush for about 6 weeks, I noticed what I would call a feeling of pressure in my left ear. Prompted by a fear of ear pain during plane travel, a visit to my ent assured me that there was no "pressure", no infection and that air travel would not bother me. He suggested the sensation of pressure was emanating from my jaw. My rheumatologist discounted that theory as she said I would be waking with jaw pain if that were the case, which I am not. I believe that the use of the philips sonicare toothbrush, which I received for (B)(6) (yeah I know - lousy gift but we are a family devoted to dental hygiene) and used throughout the month of (B)(6) is the cause of this sensation which I describe as pressure, blocking or tinnitus. Although I have ceased using the product my hearing has not been restored. Please advise.